Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was not confirmed.

Event description:
It was reported patient underwent a revision knee arthroplasty due to tibial loosening. Patient was cut back open and new tibial was implanted. No additional information as implants were discarded.